Manufacturer narrative:
The technician is unable to determine if abused. Technician replaced the power cord to resolve the issue.

Event description:
Technician alleged that the power has exposed wires. No pt impact.